Event description:
Customer's fiance called and stated that meter worked initially, but now does not want to count down. Customer service offered assistance. The check standard showed that the meter was set in mmol/l. Customer service explained this to the caller and helped her get the meter back into mg/dl. Customer service explained the proper storage of strips and reviewed the correct "sip" technique. When the caller was testing her fiance's blood, she would lay the strip on the blood drop. A blood test was declined, but a control test result of 97mg/dl was within range. Customer service verified that meter and strips were working as designed.